Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was exhibiting noise on both the shock and pace/sense channel, which resulted in oversensing and pacing inhibition. Technical services discussed possible reasons why noise could be observed on both channels. No adverse patient effects were reported.

Manufacturer narrative:
The device and rv lead remain in service. Should additional information become available, this report will be updated.